Manufacturer narrative:
Results: a segment of the 3max distal to the fracture was returned. The length of the fractured segment was approximately 11.0 cm. Yielding and necking of the 3max catheter shaft was visible just distal to the fracture. Kinks were observed throughout the 3max segment. The fractured segment of the non-penumbra stent was necked just distal to the location of its fracture. Conclusions: evaluation of the returned devices revealed the 3max was fractured, with visible yielding and necking just distal to the fracture locations. This type of damage typically occurs due to forceful retraction of the 3max against resistance. Since the proximal segment of the 3max and the ace68 mentioned in the complaint were not returned for evaluation, the root cause of the reported resistance could not be determined. Further evaluation revealed kinks throughout the length of the 3max segment. This damage may have occurred due to forceful manipulation of the 3max during positioning within anatomy or during attempts to retract, and additional kinks may have occurred during attempts to retrieve the 3max segment with a snare. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician experienced resistance while attempted to advance a penumbra system ace 68 reperfusion catheter (ace68) over the 3maxc to remove the 3maxc to flush it. The 3maxc then broke within the patient. The physician therefore used a new 3maxc and the same ace68 to aspirate the thrombus from the m2, and then transferred the patient to another healthcare facility where the distal end of the 3maxc was removed using a snare device. There was no report of an adverse effect to the patient.